Event description:
It was reported that an ax55g was used during an unk procedure. It was reported by the affiliate that the surgeon could not fire the instrument. Another device was used to close the tissue. There was no consequence to the pt.